Event description:
The hospital reported that there was a issue with vasoview hemopro 2. The jaws intermittently cutting out while using. Trouble shooting was unsuccessfully attempted, changing adapter, changing power supply unit, also changing extension cable. This occurred throughout the procedure, even with short cuts. No patient injury occurred. Procedure was delayed by 20 minutes.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.